Manufacturer narrative:
The reported event of parylene coating peeling/delaminated was confirmed. Visual inspection found delamination and peeling of the device¿s parylene coating upon receipt. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted. The reported condition of parylene coating anomaly is consistent with expected aging phenomena.

Event description:
During a routine device replacement, it was noted that the coating of the device was peeling off. The device was successfully replaced. The patient was stable.